Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, pump data showed no entries of bolus delivery. Customer confirmed that boluses were delivered as customer¿s family member assisted the customer with calculating the carbohydrates for the meal. Customer¿s blood glucose was elevated (value not provided). Customer reverted to using manual injections for insulin therapy.